Event description:
It was reported that the right ventricular lead exhibited loss of capture at maximum output. The asymptomatic patient was brought into the operating room for lead revision. The lead was explanted and a new lead was implanted successfully. The patient was stable throughout the whole procedure.